Manufacturer narrative:
The incident occured on (B)(6) 2024. The product was returned to the manufacturer on december 4, 2024. After conducting an initial investigation, the manufacturer discovered that the expander had sharp edges, which posed a potential hazard. In response to this finding, we are taking proactive measures to replace the affected expanders within the facility to ensure safety and compliance. Additionally, representatives from the manufacturer will soon visit the facility to conduct a thorough examination of their bed handling practices, aiming to identify any further areas for improvement.

Event description:
The resident was transferred to bed and called out in pain, there was a cut to his leg from the edge of the expander connected to the bed. The bed in use at the time of the event was the span medical products canada advantage ready wide bed model mc7wmllz-l serial# (B)(6).